Event description:
Consumer complaint of blood result reading of "hi". Customer feels fine. Customer has not required medical attention at an earlier time as a result of using the products. Customer's strips are within expiration date 03/31/2017 and were first opened with in the last month. Customer stores their supplies in the original vial closed at all times in room temperature in their kitchen drawer. Customer's husband performed a back to back blood test on himself, 131mg/dl. Reviewed meters memory: hi, hi, hi, hi, hi. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had high glucose value.